Manufacturer narrative:
Device has not been evaluated as it has not been returned. No information regarding the patient or any patient identifier has been provided. No lot number for the device has been provided. Therefore, no manufacturing record can be reviewed. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Date of event: unknown. Expiration date: unknown as the serial number is unknown. Is this a single use device that was reprocessed and reused on a patient: no. Device available for evaluation: no. (B)(4). Manufacture date: unknown as the serial number is unknown. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
With opo71 cassette attached to signature system, the physician switched the mode from peristaltic to venturi during operation; the height of bottle was also changed from 65 cm for peristaltic to 80 cm for venturi bottle. When he extended the pole, the drip chamber spike fell from bss. As a result, lack of irrigation caused anterior chamber collapse.